Event description:
(B)(6), an ICU rn, reported a gas loss alarm on the cardiosave iabp, which had been in standby mode for approximately 10 minutes. (B)(6) verified and confirmed no blood, discoloration, or leaks in the helium tubing, and all connections were secure. A small amount of blood was noted in the stat guard sleeve; however, there were no signs of active bleeding. (B)(6) was instructed to perform an iab fill and resume therapy, which successfully resolved the alarm. On clinical assessment, the patient was noted to have tachycardia (heart rate in the low 100s) and frequent coughing, which likely contributed to the transient gas loss alarm by affecting balloon timing and stability. No patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). No decon or visual inspection was performed since the product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program regarding a gas loss alarm on a cardiosave iabp. ICU nurse (B)(6) reported the alarm after the device had been in standby for approximately 10 minutes. She confirmed that the helium tubing was clear with no discoloration or active blood. A small amount of blood was present in the stat guard sleeve. All connections were verified as secure. Following guidance to press and hold the iab fill key for two seconds and restart therapy the gas loss alarm resolved immediately. The patient clinical condition included a persistent heart rate in the low 100s and frequent coughing. These clinical factors were reviewed as likely contributors to the alarm. No patient harm or injury occurred. Nurse (B)(6) expressed appreciation and follow up instructions were provided. Relevant internal stakeholders were notified. Since the product was not returned a device evaluation could not be performed. Based on the event description the gas loss alarm was triggered by patient related clinical factors including elevated heart rate and frequent coughing and not by device malfunction. These clinical conditions can affect balloon timing and fill behavior causing transient gas loss alarms even when the system is functioning properly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified that could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming adulterated or counterfeit. Complaint history review did not identify an adverse trend including no increase in complaints over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2248146-2026-0000852 in your database.

Event description:
N/a.